Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon detachment occurred. A 3.0x220x150 (4f) sterling balloon catheter was selected for use. However, the balloon portion of the catheter was detached prior to the procedure. The procedure was completed with a different balloon catheter. No patient complications resulted from this event, and procedural factors were not found to contribute.

Event description:
It was reported that balloon detachment occurred. A 3.0x220x150 (4f) sterling balloon catheter was selected for use. However, the balloon portion of the catheter was detached prior to the procedure. The procedure was completed with a different balloon catheter. No patient complications resulted from this event, and procedural factors were not found to contribute.

Manufacturer narrative:
The sterling device was returned for analysis. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. Visual inspection revealed that the inflation lumen and guidewire lumen were separated from the hub. Microscopic evaluation revealed no damages. The distal portion of the shaft, including the balloon, marker band, and tip, was missing. Examination of the remaining components revealed no further damage or irregularities. Product analysis confirmed that a device detachment had occurred.